Event description:
Endostitch would not engage handle; had to replace with new product. Wasted 10 min or time. Had to open new product to complete the procedure. Product is available to be returned to the manufacturer. Manufacturer response for endo stitch, (brand not provided) (per site reporter); rep to send return kit or pick up product.